Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to some moisture today and the buttons were pressed too long. Customer stated that the screen went blank and the alarm was still running. Customer stated that it started producing other error messages. Customer was walking along the beach and salt water got into the pump. Customer stated that the pump did not fall into the water but the water was splashed on the pump. Customer's blood glucose level was 79 mg/dl at the time of the incident. Customer reported that there was fluid under the lcd display. Customer stated that the pump was not dropped. Customer stated that there were no cracks on the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor assembly. The insulin pump had minor scratched display window and cracked reservoir tube lip.